Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-oct-2022 to 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device's time settings were incorrect. The station time was updated to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system experienced time off, which resulted in multiple patients being delayed at the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's time settings were incorrect. The station time was updated to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system experienced time off, which resulted in multiple patients being delayed at the station. There were no adverse events or injuries reported based on this event.